Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the leads were not in a position to help with the neck pain and the walking issue had nothing to do with the neck pain so the physician assistant did not think these issues were related. The patient had discussed an additional lead being placed with the physician assistant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that the ins is supposed to help with her neck, but is not providing therapeutic relief. Patient can't walk due to these issues. Patient noticed this issue for probably a year, where she went to massage therapy. The stated that she is getting a new ins battery placed on (B)(6) and the hcp was thinking of implanting the system higher so that she could get proper coverage. Someone from the manufacturer told them that repositioning the system internally was not necessary, and the necessary coverage the pt needed was attainable through adjusting her stimulation. The patient did not have her patient programmer with her during the time of the call. Patient was advised to call back to see about adjusting stimulation under current programming. No further complications were reported/anticipated.